Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Total knee arthroplasty, (B)(6) hospital, (B)(6) 2018. Surgeon was using fb impactor when impacting the tibia, impactor tip broke into two bits upon impaction. Surgeon used another impactor on the prosthesis. No harm to patient, no delays in surgery. Female patient initials: (B)(6), aged: (B)(6), dob: (B)(6). Unknown jrn= product code d25440100 fb impactor / lot # unknown.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.